Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant, the right atrial (ra) lead had dislodged and was located in the right ventricle. An ra lead revision was scheduled and the lead remains in use. No patient complications have been reported as a result of this event.